Event description:
It was reported via repair work order that the nurse call cable was missing and nurse call connector was missing a securement post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.